Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) reported event was confirmed as visual examination of the returned product identified the tip of the impactor was fractured. The device shows signs of use. Item and lot numbers are confirmed to match the complaint. A bending overload fracture failure mode was identified. Root cause remains unchanged from previous investigation: a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of pictures. Visual examination of the provided pictures identified that the tip of the impactor is broken. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgeon was impacting the glenosphere implant using the provided impactor correctly. The plastic driver head fractured upon impaction. No adverse event has been reported as a result of the malfunction.